Event description:
It was reported that the battery was "dead" on the implantable neurostimulator (ins) implanted on the pt's left side. The pt experienced a return of tremor on the right side of his body. There was no battery light for the left ins. The right ins was on and the pt was getting therapy on the left side of his body. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).